Event description:
An issue was reported where a caller noticed a discrepancy between the pump's displayed time and the actual time, even exceeding five minutes. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with updating the pump time and advised them to monitor the situation and follow up if the discrepancy recurs. The caller understood and acknowledged the guidance provided.